Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, during the second inflation at 8 atmospheres for 1 second, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size non-bsc balloon catheter. There were no patient complications nor injury reported.